Manufacturer narrative:
The complaint on the b33868 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13661357 was reviewed and no non-conformities were found that would have led to the reported complaint. D9 - device available for evaluation: no.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 3" (8 cm) appx 0.22 ml, smallbore bifuse ext set w/2 microclave¿, 2 clamps (blue), rotating luer generated a leak of an unknown fluid during patient use. It was reported that there were five incidents of leaking in the last five weeks; leaking between the blue cap and the clear tubing. It did not come in contact with the patient or healthcare provider. The patient/healthcare after the incident was normal. The chemo was spill-cleaned up per facility control and tubing was set up in a closed system. The tubing was replaced and therapy resumed and the drug was replaced. There was no hole, cut tear, or defect note. The device is available for investigation. There was no patient harm reported. This is report three of five.